Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 21aug2019. There was no on-site evaluation from the manufacturer - this issue was reported as resolved by the customer. The customer reported that they ran another extended self-test, and the device passed all testing. The customer further reported that the device has been returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator that failed an extended self-test (failed soft test). There was no patient involvement.